Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) contacted the customer and was informed the issue was resolved after power was restored. The station came online, and the customer logged in and used it successfully. The system functioned as intended after the issue was resolved by the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was not turning on after power outage. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.